Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) replaced the cardioplegia motor and calibrated the system. The fsr did not notice air in the lines. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during the use of the device for a non-clinical activity (cleaning), the cooler heater unit was cleaned two weeks ago and the customer has not been able to purge the air on the cardioplegia (cpg) side. The customer tried to troubleshoot the unit. They emptied it, refilled, and primed the unit but it still wasn't working well. The cooler heater unit is still in use, as it just is taking a long time to heat up. There was no patient involvement.